Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the boards inside a spectrum wireless battery module looked burned. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem 'one of the boards inside the module looks burned.' Was confirmed during evaluation through visual inspection as physical damage to the battery radio printed circuit board (pcb). Evaluation observed radio pcb damage due to fluid intrusion. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.